Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unstable thresholds, no capture and fracture on the right atrial (ra) lead. The lead was explanted and replaced. During the procedure, the physician noted that the ra lead presented changes in the coating layer and was impossible to test the atrial capture. No patient complications have been reported as a result of this event.